Event description:
The service center was informed that during reprocessing the scope¿s boot connector was marked with tape to identify a leak. There was no patient involvement. During evaluation of the returned device, the coating of the scope¿s insertion section was noted to peeling (greater than or equal to 1 x 1 mm2) making this a reportable event.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s compliant of a ¿leak¿ was confirmed. A leak was noted on the scope¿s insertion tube and as a result no leak test could be performed. The insertion tube was noted to be peeling and ruptured at the boot. The bending section glue was peeling and the objective lens was noted to be chipped on the edge of the periphery not affecting the image. The scope connector was found loose; however, no moisture was noted. The scope ID chip showed 184 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: d8, g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer presumed that the suggested event occurred by physical stress and/or chemical stress, which was applied to the insertion section. The legal manufacturer reported various causes were presumed such as physical stress caused by scratching the insertion section or chemical stress by deviation from IFU (reprocessing manual), inferior storage environment (the environment to be exposed to direct sunshine, high temperature, high humidity, x-ray, ultraviolet rays etc.), aging deterioration and so on. We cannot conclusively specify the cause of the event. The legal manufacturer confirmed that the contents of the IFU described the events pertaining to the adhesive peeling were described in the instruction manual. The legal manufacturer identified the following entries below: IFU (operation manual) states regarding physical stress applied to the insertion section as follows: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·the IFU (reprocessing manual) states regarding use of inappropriate chemical or reprocessor as follows: 1.4 precautions: for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. ·IFU (reprocessing manual) states regarding storing the device at inferior environment as follows: chapter 8 storage and disposal: caution. Store the endoscope and accessories in an endoscope storage cabinet which also protects the equipment from physical damage. To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. Do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope. The manufacturer business center (mbc) confirmed via DHR that the subject device was shipped from the factory in accordance with the specifications